Event description:
It was reported that a patient presented to the emergency room for unknown reason. Chest x-ray showed the right atrial lead had dislodged. The physician elected to explant and replace the atrial lead. During the procedure, a portion of the atrial lead detached. The patient condition was stable following the procedure.